Event description:
It was reported that the patient had a micl 12.6mm implantable collamer lens implanted in the left eye on (B)(6) 2008. As part of the post market study, the patient reported lost of vision because development of a cataract. For last two months, eye is cloudy. Can't see as well. The doctor's office was contacted, further information was requested but non has been forthcoming. A supplemental medwatch will be submitted when further information is available.

Manufacturer narrative:
(B)(4). Method: - lens work order search medical review. Results. - a lens work order search was performed and no similar complaints were found within the work order. Medical review - the icl is indicated in patients 21 - 45 years of age. There is a much greater risk of cataract in patients over 45 years of age post icl implantation. The patient in this case is over 45 years of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. (B)(4). Cataract extraction was performed in these cases and visual outcome was good. Conclusion - based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. #(B)(4).